Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the implantable cardioverter-defibrillator was noted with non-sustained right ventricular oversensing episodes. Programming changes were made to adjust the post-paced threshold to prevent future t-wave oversensing. The patient was stable.